Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that when the user tried to connect introducer needle to ars syringe, the needle was not secure and detached from the syringe. As a result, only the needle was replaced by another one to successfully complete the procedure.

Event description:
It was reported that when the user tried to connect introducer needle to ars syringe, the needle was not secure and detached from the syringe. As a result, only the needle was replaced by another one to successfully complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned a single introducer needle for evaluation. The arrow raulerson syringe (ars) was not returned. Visual examination of the needle hub and needle cannula did not reveal any defects or anomalies. Based on the echogenic strip on the needle cannula and the dimensional inspection, the needle that was returned is part# k-04300-033a. The introducer needle inner diameter was measured and was within specification. The returned introducer needle was attached to a tapered lab inventory ars syringe and a threaded lab inventory syringe and it fit snuggly with both syringes with no indication that it was loose. Water was aspirated into the syringes and no leaks were present. A device history record review was performed on the introducer needles and the ars and no relevant findings were identified. The report of a loose connection between the syringe and introducer needle could not be confirmed through evaluation of the returned needle. The needle luer hub passed visual and functional testing. The syringe was not returned by the customer for evaluation. A potential root cause could not be determined since the defect could not be reproduced and the syringe was not returned for evaluation.